Event description:
Add'l info rec'd from MFR 06/07/04: lot history review: no. A review of the mrr database revealed no reject activity associated with this complaint. Observations and testing: received 1 used catheter with no packaging. The technician performed a visual and microscopic examination. The adapter was completely broken in half just above the tab. The inside rim and thread area were undamaged. The damage did not appear to run lengthwise through the adapter. No other stress fractures were visible. Conclusions: the inspection revealed a broken adapter. It is unclear if the damage was caused by manufacturing or the user (as stated by the customer the adapter may have been unluer locked with a hemostat). Cracked adapter damage can occur during the manufacturing process. Unable to implement, corrective action. The cause of the problem was indeterminable. There are several vision systems and manual inspection stations to verify that no damage is occurring to the parts during the manufacturing process.

Event description:
Used bd IV catheter to start IV. When nurse attempted to connect IV fluid, the IV catheter hub broke. IV cath removed and new IV started.